Event description:
It was reported that, during a tka surgery, when the implant was opened the gns ii cmt tib size 4 left packaging had the wrong item in the box. Inside was a gns ii cmt tib size 5 right instead. Surgery was resumed, without any delay, with a smith and nephew gns ii cmt tib size 4 left back-up device. Patient was not harmed. No further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device and packaging was found to be mismatched. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. However, a review made by the quality engineering team revealed that a mispacked occurred during the packaging sequence. At this time, we do have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device's label did not match the packaging. A potential probable cause could be but is not limited to a manufacturing deficiency. The relevant product for this issue is set to return for evaluation via our quality hold procedure and a recall was performed for the impacted product for this manufacturing deficiency. Based on this investigation, corrective action has been initiated. As an update to the rework, a re-package procedure will take place as a corrective action to prevent the chance of mixing product in the future. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Manufacturing process errors are likely probable causes of the reported event. The contribution of the device to the reported event could not be corroborated. This event was previously identified, a quality hold has been issued as a containment action and a review of the rebox process is being performed to mitigate its reoccurrence. Based on this investigation, the need for corrective action is indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.